Manufacturer narrative:
One opened probe was received, with tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the needle bent and orange/brownish foreign material on port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was found nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an actuation failure of the probe occurred during a vitrectomy procedure. The condition of aspiration was unknown. The product was replaced and the procedure was completed. The involved eye and the patient identifier are not available. There was no harm to the patient.